Event description:
A user facility has reported an event of where wires are coming out of the hand pendant. In speaking with the reporter, it was learned the wires are not bare, sparking, or arching. There is no report of any ill effect.

Manufacturer narrative:
(B)(4) model rps350-1, serial number/date (B)(4) is approximately 2 years, 3 months old. The owner's manual part number 1145811, rev.b(jan-10), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The maintenance history of the device is unknown. The malfunction has not been confirmed.